Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while attempting to tunnel the right ventricular (rv) lead from the patient's right to left side, the lead was damaged and had possibly fractured. The lead could not pace or sense in certain configurations during testing and exhibited artifact. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead became extrinsically fractured due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned. The seal rings were damaged at the superior vena cava (svc) ring (unused) of the lead, extrinsic damage. The proximal conductor was cut at the distal end of the svc (unused) ring on the connector of the lead, extrinsic damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.